Manufacturer narrative:
This lead was replaced and no additional adverse patient effects were reported. The lead was surgically abandoned, so it will not be returned for anlaysis.

Manufacturer narrative:
At this time, no additional information is available. If additional information is available, this report will be updated.

Event description:
It was subsequently reported that this lead was surgically abandoned, as it was suspected that this lead was fractured.

Event description:
Boston scientific crm received information that high, out of range, pacing impedance measurements were detected on this right ventricular defibrillation lead. Noise and sensing issues have also been noted on this lead.